Manufacturer narrative:
The reason for this revision surgery was identified as cup loosening after six months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this complaint. The parts were dispositioned as rework for minor scratches. A review of the product complaint report history shows this is the eighth complaint for this part number: three trauma, two instability, one dislocation, and one subsidence. The root cause for the loosening was not determined with confidence. There is no information that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in loosening such as; trauma and/or loss of fixation.

Event description:
Revision surgery - the pt was experiencing instability due to a loose cup. The surgeon removed all djo implants and replaced with djo head and sleeve; the rest of the implants were replaced with parts from a different vendor.